Event description:
It was reported that perforation occurred. A case study was reviewed regarding one-year outcomes comparing jetstream atherectomy procedures performed in femoropopliteal calcified lesions with blades up function and non-blades up. Both groups included 116 cases. It was reported that one vascular perforation occurred in the non-blades up group.

Manufacturer narrative:
B3 - date of event: estimated. Detailed product and further event information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that perforation occurred. A case study was reviewed regarding one-year outcomes comparing jetstream atherectomy procedures performed in femoropopliteal calcified lesions with blades up function and non-blades up. Both groups included 116 cases. It was reported that one vascular perforation occurred in the non-blades up group.

Manufacturer narrative:
B3 date of event: estimated. Detailed product and further event information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.